Event description:
The customer reported, observing "black particulates" in the anti-a microtube of one mts a/b/d monoclonal and reverse grouping card lot#050107037-15. The customer followed product labeling by visually inspecting the gel card before use. As a result of the inspection, this product was not used in testing and did not contribute to erroneous patient testing results. The inadvertent use of a microtube containing certain types of foreign particles may result in false positive results.

Manufacturer narrative:
Card was discarded by customer. Incident was isolated to one card and one microtube. At the time of this report, inspection of retained cards and review of batch records was pending. Labeling cautions the user to inspect the card prior to use to verify presence of gel and fluid. Cards that show signs of drying, discoloration, bubbles, crystals, or other artifacts should not be used. Mts is working with the plastic card supplier to address issue. .